Event description:
Cook nephrostomy set used for interventional radiologic procedure for placement of 2 safety wires prior to planned percutaneous nephrolithrotripsy. Rt lower pole stone bearing calyx percutaneously puntured with 22g chiba needle. Apx 2.5-3.0cm distal platinium tip of 0.18g guide wire uncoiled and sheared off in rt renal parenchymia. Computer tomography following procedure showed placement extrensic to collecting system. No action considered necessary for pt safety.